Event description:
B. Braun primary IV set product# (B)(4), allowed a properly hung secondary set to flow through the check valve of the primary set into the primary bag. This was detected immediately and pt was not harmed. All tubing and solutions were sequestered and MFR was contacted (B)(6) 2011. Probable lot# of the 490036 primary tubing is (B)(4). The defective set was sent to the MFR on (B)(6) 2011.